Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 2 was failed and it was not detected on bus. The technical support specialist (tss) had dialed into the station and accessed med station application v1.6.1. The station had displayed a "failed hardware" error icon on the screen. The tss had checked the med station application log and identified the error entries; however, the issue had not been resolved, and a field service engineer (fse) had been dispatched for further action. A field service engineer (fse) assisted the customer to resolve the issue, and no further investigation was required. The system functioned as intended after the field service engineer assisted the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 failed and the device was also not detected on bus. The user tried all attempts to recover but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.